Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (5 total for this article): note, this MDR is included in the list below. 3025141-2026-00053, 3025141-2026-00055, 3025141-2026-00056, 3025141-2026-00057.

Event description:
A literature review identified the article, ganta a, konda s, egol k. Superior clavicle plating using low-profile, precontoured locking plates has low complication and low hardware removal rate bulletin of the hospital for joint disease (2013). 2025 dec;83(1):146-149. Pmcid: pmc12742486. This retrospective study focused on treating 74 patients with a displaced midshaft clavicle fracture. The patients were treated between august 2006 to january 2016. The patient cohort was 66.2% male with an average age at initial injury of 36.5 ± 14.1 years. An average follow-up of 7.37 months was reported. Each midshaft clavicle fracture was reduced with either a precontoured acumed midshaft clavicle locking plate or a 2.7/3.5mm synthes locking plate. It was not specified how many of each patient were treated with the two different plating options. A combination of locking and nonlocking screws was utilized to secure the plate with or without an accompanying lag screw. For comminuted fractures, only locking screws were used. Patients were assessed for union rate, range of motion, the short musculoskeletal functional assessment (smfa), hardware retention, and complications. Union was achieved at a mean of 3.6 ± 1.9 months in 73 patients. The mean final range of shoulder motion was 174° forward elevation, 173° abduction, 82° external rotation, and internal rotation to t7. A smfa mean total score was 48.86 ± 8.20 and the mean total index score was 1.557 ± 4.45. At a mean of 12.5 months postoperatively, 68 patients (92%) had retained their hardware. One (1) patient required hardware removal for a postoperative infection but went on to achieve union 5 months after their injury. Five (5) patients had symptomatic hardware and requested to have the hardware removed. One (1) patient had hardware failure that was revised with another low-profile locking plate, and this patient went on to achieve union 3.6 months after the initial injury. One (1) patient had a nonunion that was managed with an electrical bone stimulator for healing. Lastly, one (1) patient had deep vein thrombosis requiring anti-coagulation therapy for 6 months. No mention of which specific manufacturer's device was provided for these complications. The retrospective study concluded that the use of low-profile locking plates for displace midshaft clavicle fractures offers excellent results for time to union, shoulder range of motion, a low rate of hardware removal, and low rate of postoperative complications. Limitations for this study included its retrospective design and lack of using other functional outcomes assessments.